Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis upon receipt, the device would not communicate due to a low battery voltage. The battery was sent to the supplier; no anomalies were reported. The root cause of the low battery is undetermineed.